Event description:
It was reported the patient was having headaches at the base of the skull where an MRI was being done and the catheter tip was located. The drug in the pump was unknown. Prior to refills the patient experienced increased pain and nausea. After a refill on the same day the patient was very drowsy. Additional symptoms reported included flu-like symptoms (nausea and shaking), headache, overdose symptoms (drowsy), and pain. This had been happening since (B)(6) 2013. Volume discrepancies were reported, though the exact volumes were unknown. Device replacement was indicated as an action required as a result of the event. The patient¿s status at the time of the report was alive with injury. The medications infused were dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
Analysis of the pump revealed that upon receipt, the pump reservoir was empty and running at simple continuous rate. Dispense accuracy testing did not pass, and displayed over infusion of undetermined root cause.

Manufacturer narrative:
Concomitant products: product ID: 8590-9, lot# n243397, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.